Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information omitted related to pe 706383349 - pump crapped out. Information was received from a patient receiving intrathecal saline (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated their I mplanting surgeon told them to call mdt to discuss magnetic resonance imaging (MRI) compatibility and the agent reviewed. When the agent inquired if the MRI was related to an mdt pump/therapy, the patient stated the MRI was to look at something else, but they had an issue with their pump so they had to remove the medication and just fill it with saline. The patient reported that this pump crapped out on them. The patient hadn't been able to use it for several months now. The patient originally thought their pump was replaced 9-10 months ago but then realized it may have been longer than that. The patient stated they had clonidine, baclofen, and hydromorphone mixed together which was the same mixture as their first pump.